Event description:
A male with a history of morbid obesity, non-hodgkin's lymphoma, depressive disorder and pain issues. The patient was being treated with chemotherapy. The patient also has received care at multiple medical facilities. The patient had a left subclavian port-a-cath inserted in 2005. The catheter was used multiple times until 2006. The catheter was then left unused for more than a year. In 2007, a hickman catheter is inserted and during the same procedure the left port-a-cath was removed. The following year, patient presents to the emergency department for diffuse body pain and fever. In the same month, a cardiac echo is done that reveals a foreign body in the heart. The following month, a non contrast chest CT scan reports a catheter tip in the tricuspid valve. After much research, it appears that the catheter may have sheared sometime 2006. The patient is presently being followed by another facility. Dates of use: 2005 - 2007. Diagnosis or reason for use: chemotherapy for lymphoma. D5: event abated after use stopped or dose reduced? No.